Manufacturer narrative:
Core ID:ci1496342818518.13364574@fdsuv08638_te1, batch ID: 3004730072-20170601144658, date entered: thu jun 01 14:53:14 edt 2017, was entered in error. The same information can be found in: core ID:ci1495036931479.20286355@fdsuv08637_te1, batch ID: 3004730072-20170517120211, date entered: wed may 17 12:10:39 edt 2017, summary: passed:1, failed:0.

Manufacturer narrative:
Device returned to manufacturer, no malfunction found.

Event description:
While the wife was using the scalacombi s36 to transport her husband down the stairs, the device allegedly tilted sideways to the wall causing her husband to hit his head. The husband was admitted to the hospital for head injury and lacerations. The event occurred in (B)(6).